Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead exhibited loss of capture, low in-range pacing lead impedance and low sensing during a follow-up in clinic. A chest x-ray was performed and the rv lead was observed to be dislodged due to twiddler's syndrome. The lead will be repositioned. No further information is available.

Event description:
Additional information received indicated that the right ventricular lead was capped and replaced on (B)(6) 2016.